Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild tortuosity and mild calcification. The 3.25 x 15 mm nc trek balloon was advanced, and inflated to 16 atmospheres (atm); however, the balloon ruptured during the second inflation of 12 atm. There was no reported resistance during advancement or retraction of the nc trek. However, it was noted that the balloon was prepped inside the patient anatomy. A new nc trek balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide cath: launcher 6fr jr4.0. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no report of any leaks noted during preparation for use, which may indicate that the balloon was not damaged prior to the procedure. The lesion was also mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the reported difficulty. It is likely that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon the second inflation attempt, the balloon ruptured. Based on the information provided, the reported rupture appears to be related to operational context of the device. It was noted that the device was prepared inside the body. It should be noted that per the IFU states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, preparing the device inside the body does not appear to have directly caused or contributed to the reported balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the lot history record indicated no associated nonconforming issues and a search of the complaint database indicated no similar incidents for this lot. In summary, based on the investigation, there is no indication of a product quality deficiency.